Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4)

Event description:
A doctor of ophthalmology reported that a lens did not fold properly before touching a patient. A new cartridge and lens were used to complete the case. There was no patient harm.

Manufacturer narrative:
Additional information provided. The lens was returned in the nozzle entry area of a company d cartridge. The lens is folded correctly. Both haptics are tucked in. Viscoelastic is observed in the device. The cartridge has no evidence it was placed into a handpiece. Company cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a qualified iol, company handpiece and viscoelastic. No problem was found with the returned company cartridge or iol. The lens is in a proper position for advancement. The manufacturer internal reference number is: (B)(4).